Manufacturer narrative:
One (1) 138107 universal disposable electrode, long was returned for evaluation of "insufficient heatseal or blister pack." Visual inspection found the pouch with seal transfer in the area of the breach to be greater than 1/4." The opening in production seal was created by device creep, therefore this complaint is confirmed. This device was manufactured 21-march-2016. Of the lot containing (B)(4) units only this one complaint has been received for this lot of product and event description. A review of the manufacturing documents from the DHR/lhr have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. A 2-year review of device family history revealed 25 complaints involving 65 devices of which 57 have been confirmed or pending evaluation of "insufficient heatseal." During the same 2-year time frame over (B)(4) units have been sold worldwide, making the occurrence rate for this failure mode (B)(4). The reported packaging anomaly was obvious to the distributor, prompting return of the device for evaluation and replacement. This failure mode has been addressed in the risk documents. To date, there have been no long term adverse effects from any of these reported incidents however, an investigation has been initiated to prevent further occurrences. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
As reported by the distributor in (B)(6), one (1) universal electrode, long was discovered to have an "insufficient heatseal or blister pack." There was no patient involvement in this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user. This report is being filed based on the potential for injury with recurrence.